Event description:
It was reported that there was a notifications turned off banner. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.